Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Summary: actual complaint sample can't be returned, manufacturer retained sample evaluated with no issue found. Manufacturing and batch records have been reviewed and no issue found. The root cause of complaint can't be determined.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. During the surgery, the suture was broken when suturing the wound, and the suture was immediately replaced and re-sutured. Another like device was used to complete the procedure. There were no adverse consequences reported.